Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary event on or about (B)(6) 2011, and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR #'s: 1225714-2014-00199, 00200, 00201, 00202.